Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. After the trunk-ipsilateral leg component was implanted, a contralateral leg component (plc161200j/16079328) was deployed on the left ipsilateral side. The distal end unintentionally covered the left internal iliac artery (liia). The physician tried to push the contralateral leg component proximally using a balloon catheter. This was unsuccessful and the liia remained covered. The physician decided to monitor the patient. The procedure was concluded. The patient tolerated the procedure. It was reported to gore that the c-arm angle was not ideal, which led to uncertainty in regards to the position of the component markers. It was reported that the cause of covering liia was due to insufficient imaging.